Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While implanting a sz 54/36 +4 10 degree altrx liner into a 54 pinnacle sector 2 shell with a mallet, the silver back end of the impaction handle broke off while striking it with a mallet. The handle broke into two pieces. Both pieces were recovered. There was no harm to the patient. The case was not delayed as a result. The surgeon feels the product failed to meet expectations as this is the fifth or sixth time this model impaction handle has broken in the same way. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.